Manufacturer narrative:
Analysis found normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Pericardial effusion.

Event description:
It was reported that the patient presented to the hospital for a gi workup. Upon checking the device, loss of right ventricular capture was noted. The patient had complete heart block with a slow ventricular escape rhythm. An echo revealed a mild pericardial effusion. The patient had other health problems and a revision could not be performed. The output was raised and the patient remained stable.

Event description:
New information notes the lead exhibited high thresholds. The lead was explanted and replaced on (B)(6) 2014.